Event description:
It was reported that the patient an echocardiogram showed complete thrombus on the aortic side of the aortic valve and no flow through the pump. The patient was admitted with flows of 0.2 liters per minute (lpm). Log file review captured flow dropping to 2.2 lpm on (B)(6) 2023 at 2:25 pm. Flow and motor power continued to trend downward.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the report of thrombus on the aortic side of the aortic valve could not conclusively be determined through this evaluation. The controller event log file contained events from 06mar2023 to 19mar2023. The log file captured the flow operating at its baseline range until 17mar2023 at 00:04:25 when a small decrease in flow was noted. A more significant decrease occurred on 19mar2023 down to 0.1 liters per minute without a recovery of flow by the end of the file. Numerous low flow alarms were observed during this period. During the low flow state, the log file recorded corresponding decreases in pump power and pulsatility index (pi). Although a specific cause for the confirmed decrease in flow could not conclusively be determined through this evaluation, the events appear consistent with a flow obstruction. The pump appeared to function as intended at the set speed. Additional information regarding the event was requested from the account; however, none has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists peripheral thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 provides information regarding recommended anticoagulation therapy and international normalized ratio range. Section 7 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.